Event description:
Revision required for massive osteolysis behind a duraloc cup. Stem and cup were stable so just revised the head and liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.